Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and error codes related to the internal battery. There was no harm or injury reported. The internal battery needs replaced to address the issue.